Event description:
It was reported the device was used during a subtotal colectomy. It was reported the device was removed from the package and fired seemingly without difficulty. Then the tissue was cut and it was noted there were no staples in the tissue, the top-off of the anastomosis fell apart. The rep was called in and he inspected the package--the original cartridge from the device was in the package separate from the device, having been placed there by the scrub nurse. Staples were still in the cartridge, the tl60 was in the fired position with the drivers forward. Rep then loaded this cartridge into the tl60, dry-fired it into a blue towel, and the device fired without difficulty. The tlc75 was used to top off the anastomosis. The rep was told by the surgeon the cartridge was in the device on...

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed with no difficulties noted. Based on the info provided by the rep, it appears as if the cartridge was originally loaded with staples and then fired by the rep after surgery. As the cartridge was loaded with staples, it could not be ascertained as to why the instrument reportedly did not fire the staples during surgery. It appears possible that the cartridge was not properly placed on the instrument during the firing of the instrument. This is evidenced by the condition in which the instrument was found by the saples rep. It could not be determined as to why the cartridge reportedly was not loaded properly. The cartridge was loaded and reloaded several times without incidence. The interaction between the instrument and cartridge was evaluated with no anomalies noted with the cartridge slipping from the device. The reported incident could not be recreated.